Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead was repositioned due to a dislodgement which caused pacing to not be delivered when required. The patient underwent a surgical intervention to reposition de lead. The lead remains in service. Patient reported lightheaded symptoms. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was repositioned due to a dislodgement which caused loss of capture. The patient underwent a surgical intervention to reposition de lead. The lead remains in service. Patient reported lightheaded symptoms. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.